Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 100-200 mg/dl. The customer chose to reset the pump at a later time and rely on manual injections for therapy. Cts gave instructions on resetting the pump. Cts later attempted to follow-up to ensure a successful reset but was unable to reach the customer.